Manufacturer narrative:
The account found the connector board was dirty and one of the cables appears to be pinched. The account indicated the bed was repaired, but could not provide any details of the repair.

Event description:
The account alleged that the head section is lowering unintentionally. A pt was on the bed, but was not injured.